Event description:
During an atrial fibrillation procedure, the brk1 needle with stylet was advanced up the dilator with stylet insitu. Transseptal puncture was performed, the needle was aspirated and small plastic shaving were noted. The procedure was completed without patient complications.

Manufacturer narrative:
This is a duplicate report/event which was reported previously via 3005334138-2022-00669. One 8.5f fast-cath introducer dilator was received for evaluation. No resistance was noted when a brk needle/stylet assembly from current inventory was advanced through the returned dilator and a sheath from inventory. However, the dilator tubing was cut lengthwise and skiving was noted at the distal end of the dilator. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the skiving could not be conclusively determined.